Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The instrument was found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not release the clip. The user completed the procedure with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument would not release the clip. There were no motion issues. The issue occurred while the surgeon was attempting the first clip application. The customer removed the instrument and used a backup instrument to continue the procedure.